Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin did not exit. Instructed customer to discontinue and return pump.

Manufacturer narrative:
Final analysis revealed that the device had a motor error alarm during occlusion test due to a defective force sensor, which prevented further testing.